Manufacturer narrative:
(B) (4).

Event description:
Per the physician, the patient was explanted (B) (6) 2009 due to an infection. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.